Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right atrial (ra) lead showed unstable pacing impedances with high, out of range values. No oversensing was noted. The ICD and ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.